Event description:
It was reported that a pump declared alarm 20 during insulin pumping. There was no reported adverse impact to customer's blood glucose. The customer was assisted in loading a new cartridge correctly and was able to resume insulin therapy successfully with the help of technical support.